Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
Patient received an apical pneumothorax which spontaneously resolved during a superdimension enb procedure. No intervention was reported. The site reported that the pneumothorax is related to the procedure, a non-superdimension biopsy forceps and a non-superdimension cytology brush.